Event description:
A customer reported a complaint of high readings on their precision xtra meter. The customer was recently admitted to a hospital for 33 days due to a glucose level over 500mg/dl. The customer was unable to do a re-test as the meter screen suddenly went blank. The customer was informed by his doctor that his pancreas does not secrete insulin anymore.